Manufacturer narrative:
Evaluation: inherent risk of procedure (death). Pt's condition affected effectiveness of device (short aortic neck). Incorrect technique/procedure (inaccurate placement of the device, outside the contralateral limb). Evaluation conclusions: device failure related to user handling (inaccurate placement of the device, outside the contralateral limb). Device failure/lack of effectiveness related to pt condition (short aortic neck).

Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology size are unk. The pt's aortic neck was very short. The pt was not a good candidate for open surgical repair of the aaa. It was reported that the bifurcated stent graft was successfully placed, however the iliac stent graft was deployed outside the contralateralgate. The physician placed three aortic cuffs to convert the stent graft system to an aui. The CT demonstrated that the seal around the aortic neck was unobtainable. The physician elected to convert the pt to a conventional open repair. During the open surgical repair the pt expired. The device was not removed from the pt.